Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9; e1 h3, h6: a product investigation was conducted. Visual inspection: the x25 final tightener (part #: 279712600 and lot #: gm5369547) was received at us cq. Upon visual inspection, the distal tip of the device was stripped and twisted. No other issues were identified with the returned device. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Document/specification review: the relevant current and manufactured drawings were reviewed: no design issues or discrepancies were identified. Investigation conclusion: the complaint condition was confirmed for the x25 final tightener (part #: 279712600 and lot #: gm5369547). No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm5369547 was released in a single batch. Batch1: lot units was released on 09 jun 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on that (B)(6) 2021, the patient underwent for a posterior thoracic arthrodesis surgery. During the surgery, while tightening the torque of locking screws of the system, it was difficult due to tips of the pieces are very worn. It was unknown if the surgery completed successfully. The patient outcome was unknown. Concomitant device reported: unknown torque devices (part# unknown, lot# unknown, quantity unknown). Unknown screws (part# unknown, lot# unknown, quantity unknown). This complaint involves two (2) devices. This report is for (1) x25 final tightener. This report is 1 of 2 for (B)(4).